Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for diabetic ketoacidosis (dka). Diabetic ketoacidosis (dka) hospitalization was from a malfunction regarding air bubbles around the o-rings in the reservoir. Customer stated the reservoir contained air rather than insulin. Customer reported having had blood glucose levels of 500 mg/dl with diabetic ketoacidosis and ketones. Nothing further was reported.